Event description:
It was reported that the patient with this right ventricular (rv) lead experienced infection. A revision was performed, and the ICD was explanted, this right ventricular (rv) lead was surgically abandoned while the other non-bsc right ventricular (rv) lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).